Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Customer's blood glucose level was 442 mg/dl at the time of incident. Customer was in the office and was not able to get ready with their back up insulin. Customer did reported symptoms related to high blood glucose level. Customer was using auto mode feature at the time of incident. Customer did not troubleshoot. The insulin pump will not be returned for analysis.